Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a high readings issue with the adc freestyle libre sensor. Customer obtained an unspecified high reading and experienced blurred vision and was reportedly in a car accident. Customer had contact with a healthcare provider who obtained an unspecified low hcp reading in comparison to a sensor reading of 230 mg/dl. The customer was diagnosed with hypoglycemia and given two tubes of oral glyco-gel for treatment. No further details were provided. There was no report of death or permanent injury associated with this event.